Event description:
Clinic reported event as air in lines. Pt appeared cyanotic. 911 called. Treatment stopped and pt transported to the hosp. Sample is available. The clinic subsequently found a tear in the bloodpump segment of the line. The clinic filed a ufr on the machine as failure to alarm.